Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure to treat mixed functional regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced and placed in position and a clot was noted on the tip of the sgc. Additional heparin was given. The thrombus was disbanded and was not visible in the echocardiogram. The physician continued with the procedure, implanting one clip reducing mr grade to <1. The patient was in stable medical condition at the begin, during and at the end of the procedure. The procedure was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis cannot be determined. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.